Event description:
It was reported that the customer experienced a cgm error 42 with their device. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the error did not reoccur, and the customer was able to start their sensor session successfully.